Event description:
The infusion clinic manager reported to intera oncology that on (B)(6) 2025, at around 1 pm pst, a patient's pump flipped. The patient arrived for a refill on (B)(6) 2025, and after two unsuccessful access attempts by the infusion nurses, the surgical oncologist intervenes. After the surgical oncologist moved the pump around under the skin, he was able to access the pump and fill the pump with floxuridine. The surgical oncologist thinks that the pump might have flipped 360 degrees. After this, the patient wore a binder for two weeks to prevent the pump from flipping. However, the patient went to their refill appointment on (B)(6) 2025, and the pump was flipped. The patient will head to the or and the surgical oncologist will be tying down the pump again.

Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29726471, was reviewed. The pump was manufactured on august 22, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. On (B)(6) 2025, the surgical oncologist was able to tie down the four suture loops again to secure the pump in place. The patient recovered fine and was sent home the next day. When the surgical oncologist refilled the pump, he noticed the flow rate was slower (.9 ml/day) than the usual rate of 1.2 ml/day. He wasn't concerned since it was still within the +/- 15% but will continue to monitor it. If the slow flow rate persists during the next refill appointment, intera oncology clinical account specialist recommended that he troubleshoot and check the bolus pathway for air bubbles or clots. The exact root causes of why the pump flipped are unknown. However, device migration is a known adverse event on the labeling of the intera 3000 pump. **note: intera oncology reached out to the clinic to obtain the required patient information needed for this report. After multiple follow-up attempts, the clinic did not responded to our inquiries.